Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: during evaluation it was found the scanner showed a fully charged battery, however, did not run for even an hour. There were low battery warnings in the error log. The root cause of the failure was identified as a faulty coin cell battery. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
During evaluation: it was found the scanner showed a fully charged battery, however, did not run for even an hour. There were low battery warnings in the error log.